Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image on the monitor was abnormal during an endometrial lesions procedure using the subject device. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although the exact cause of the reported event could not be conclusively determined, there was the possibility that this phenomenon was attributed to a contact failure of the subject device, based on the information regarding the repair record of the subject device from olympus china (osh). Also, the instruction manual of the subject device stated the appropriate handling of the subject device and the counter measures against abnormalities.